Event description:
The customer stated that she was treated by the paramedics after experiencing a low blood glucose reading of 41 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The daily totals matched with the bolus and basal rate delivery totals. The insulin pump passed the displacement test. However, multiple motor error alarms were found in the alarm history. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.